Event description:
The poly liner for smr shoulder anatomic prosthesis was implanted in (B)(6) on (B)(6) 2009. It popped out from the metal back on (B)(6) 2011. Patient felt a pop in her shoulder and noticed lack of range of motion, not much increase in pain. During revision surgery, performed on (B)(6) 2012 at (B)(6), a smr reverse prosthesis has been implanted.

Manufacturer narrative:
We checked the work cycles of the poly liner and humeral head involved, without finding any dimensional anomaly. We also received x-rays related to the incident. The x-ray performed soon after the disassembly shows the metal-metal contact between humeral head and metal back. The components appear in good position, maybe the humeral head is a little bit "high" with regards to the metal back. The x-ray related to the post-op of revision surgery shows that the surgeon implanted a smr reverse prosthesis; this suggests that patient's rotator cuff is not intact, and could have contributed to the liner disassembly. We did not receive the explanted liner, which has been thrown out at the hospital after revision surgery; we received a photo of it, this photo shows that the liner is intact. With the available information, we believe that patient's condition (subscapularis tendon not properly healed after original surgery) could have somehow contributed to the liner disassembly after 28 months. We also believe that the disassembly could have occurred because of fatigue weakening of the poly when subjected to repeated stresses due to patient's condition.